Event description:
Ma attempting to close safety device on bd eclipse 25g x 1 inch injection needle and safety device detached from needle. No injury to pt or employee. Needle attached to flu vaccine discarded into sharp bin. Lot #8241495. FDA safety report ID# (B)(4).